Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (omsc) reported the ultra, autoclavable rigid telescope has damaged lens. The customer reported problem was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The device was returned to the olympus repair center. The repair inspection confirmed the reported issue, broken rod lens in the optical system was found attributing to a blurry image. No other defects were noted. The cause of the damaged lens is unknown; however, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.